Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 541 mg/dl that did not decrease after delivering multiple boluses via the pump. The customer performed a supply change to address bg level and at that time found that bg level was a result of the cartridge leaking. A cartridge change was performed resolving the issue. Tandem technical support reviewed the cartridge load procedure with the customer.